Manufacturer narrative:
(B)(6). Date sent 8/6/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Where within the gap setting scale was the orange indicator prior to firing? There was no fire because the safety trigger was stuck. 2. What confirmation was received that the device was fully fired? There was no fire because the safety trigger was stuck 3. Did the device staple? 4. Was the staple line complete? There was no cut line, as there was no stapling. 6. What was the shape of the staples (b-formation, irregular, legs straight)? I don't know, the staples haven't been viewed or used. 7. Were the staples deployed into the tissue? No, the safetyr was stuck. 8. Were the staples seen in the surgical field? No. 9. Did the device cut? No, neither stapling nor cutting, for the same reason cited above. 10. Was the cut line fully circumferential around the target tissue? No cut line not staples. 14. How was it confirmed that the anvil was free from the tissue prior to removing? Open the device counter-clockwise until the incarcerated tissue is released. 15. After firing was the adjusting knob turned ½ to ¾ revolutions? No. 16. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after insertion into rectum, safety jammed, risk of bad anastomosis, use other forceps no patient consequences,

Manufacturer narrative:
(B)(4). Date sent 8/18/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 8/21/2025. D4 batch #523d32. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The washer was present and uncut and there were staples present. When the battery was installed the green checkmark was not illuminated , indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the device was dry fire five times, the device did activate on each firing. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the echelon circular powered stapler is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 523d32, and no non-conformances were identified.